Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with electrodes. The customer reports that these electrodes were used in an emergency situation to defibrillate a patient in the ER. The electrodes were connected to the defibrillator but it did not function. The customer was trying to shock the patient but the electrodes were not delivering the shocks. They used another defibrillator and still could not deliver a shock to the patient. The customer ended up changing to a new set of electrodes and the shocks were delivered. The patient is currently fine.